Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that this unit showed error code 1 on the screen, when attempting to charge. There was no report of involvement.